Event description:
A malfunction was reported on the pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to call back if any issues reoccurred and continued using the pump.